Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic, and is captured withindeviation 1412.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a failure of osseointegration and the implant was explanted.